Event description:
It was reported that the atrial lead exhibited low impedance and high thresholds. It was difficult to gain access to the left side. The lead was successfully capped on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.